Event description:
The manufacturer was informed of the following event through mantra study database. Reportedly, a perceval plus valve size l was implanted in the patient on (B)(6)2023. Based on information received, patient had hemorrhagic shock- cardiac arrest on (B)(6) 2023. The patient went into pea during egd - hypotension and anesthesia, acute respiratory failure and intubated at the time of code. The patient underwent diagnostic tests and transfusion, but eventually passed away on (B)(6) 2023. As reported, the patient's clinical history included coronary artery disease; arrhythmia: atrial fibrillation; cardiac conduction disorder: rbbb; systemic hypertension; and dyslipidemia. Furthermore, patient went under atrial fibrillation treatment in 2003, and was nyha class ii.

Manufacturer narrative:
H3 other text : no indication of device explant.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model # pvf-l-us, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model # pvf-l-us perceval plus heart valve at the time of manufacture and release. Since further investigation on the device could not be performed, and limited information is available regarding the cause of hemorrhage, definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.